Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, the cause of the reported unintended movement (clip open ¿ locked) was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being reported due to the clip opening after deployment. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. An xtw clip was implanted successfully. After deployment, the clip relaxed open, from 10 degrees to 25-30 degrees. The clip was stable on the leaflets so no additional mitraclip was needed. Mr was reduced to grade 1. There was no patient consequences or clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the field safety notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).